Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No (B)(6). Patient information: no further information was provided. This report is being filed on an international product, alinity I (B)(6) qualitative ii, list 8p10-32, that has a similar product distributed in the us, list 8p10-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained (B)(6) alinity I (B)(6) results for four donors who had previously tested (B)(6). The following results were provided: (B)(6) 2020 sample ID (B)(6): alinity (B)(6); cobas (B)(6); cobas (B)(6); roche nat (B)(6) (B)(6) 2020 sample ID (B)(6): alinity (B)(6); cobas (B)(6)); cobas (B)(6); cobas (B)(6); roche nat (B)(6) (B)(6) 2020 sample ID (B)(6): alinity (B)(6); cobas (B)(6); cobas (B)(6); cobas (B)(6); roche nat (B)(6) (B)(6) 2020 sample ID (B)(6): alinity (B)(6); cobas (B)(6); cobas (B)(6); cobas (B)(6); roche nat (B)(6) no adverse impact to patient/donor management was reported.

Event description:
The customer obtained false negative alinity I hbsag results for four donors who had previously tested hbsag reactive. The following results were provided: (B)(6) 2020 sample ID tv1.04101: alinity hbsag 0.82 s/co (non-reactive); cobas hbsagq2 1.150 s/co (reactive); cobas anti-hbc non-reactive; roche nat 39.110 (reactive). (B)(6) 2020 sample ID tv1.04065: alinity hbsag 0.55 s/co (non-reactive); cobas hbsagq2 2.82 s/co (reactive); cobas anti-hbc reactive; cobas anti-hbs 23.9 iu/l (reactive); roche nat 35.72 (reactive). (B)(6) 2020 sample ID tv1.04114: alinity hbsag 0.770 s/co (non-reactive); cobas hbsagq2 1.450 s/co (reactive); cobas anti-hbs 2 iu/l (reactive); cobas anti-hbc reactive; roche nat 35.42 (reactive). (B)(6) 2020 sample ID tv1.04786: alinity hbsag 0.890 s/co (non-reactive); cobas hbsagq2 1.84 s/co (reactive); cobas anti-hbs 2 iu/l (reactive); cobas anti-hbc reactive; roche nat 36.5 (reactive) no adverse impact to patient/donor management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data, labelling and device history records. Returns have been requested but have not been received. A follow up will be provided if the samples are received. Since the reagent lot expired lot specific testing could not be performed. World wide data field data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Device history record review of lot 09160fn00 did not show any non-conformances or deviations related to the customers issue. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent lot 09160fn00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.